Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of an alarm. The root cause of the reported condition was determined to be a malfunctioning micro processing unit printed circuit board. The micro processing unit printed circuit board was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported an infusor pump which experienced an alarm accompanied by the three led lights on the device lighting up during set-up. When this condition was reproduced in service the alarm interrupted delivery. There was no patient involvement. No additional information is available.